Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black glue-like matter was found to be adhered on the inside of the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but [1] photo was provided for investigation. Visual examination of the photo was performed and revealed fm on the inside of the tube. The photo is very poor quality but appears to be a black particle on tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The root cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.